Event description:
Two hyperform balloon catheters ruptured during a transcatheter arterial embolization (tae) for hepatocellular carcinoma (hcc) procedure. No complications were reported to have occurred with the patient as a result of this event.

Manufacturer narrative:
The facility disposed of this product consequently, a returned product analysis will not be possible. The device history records for the reported product lot number have been reviewed, and no quality issues were noted. The product met the acceptance criteria prior to release.